Manufacturer narrative:
The baxter technician found the siderail board needed to be replaced. Per the baxter service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the baxter maintenance records showed baxter performed preventative maintenance on this bed in aug 4, 2025. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the siderail board to resolve the reported event. Based on this information, no further action is required.

Event description:
On 28-oct-2025, a company representative - service personnel contacted technical service to report that versacare frame (product code p3200k000676, serial number (B)(6)), had head of bed moves up by itself without user input. There was no patient/user injury, medical intervention, symptom, or adverse event reported.